Manufacturer narrative:
The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found dislodged a day after implant procedure. A revision procedure was performed wherein physician explanted and replaced this lead. No additional adverse patient effects were reported.